Event description:
It was reported that a pt receiving v.a.c. Therapy for a trochanter pressure ulcer required surgical debridement under general anesthesia for removal of v.a.c. Granufoam that was inadvertently left in the wound. According the facility risk mgr, upon removal of the foam, the wound was closed with a flap and no other complications were reported.

Manufacturer narrative:
V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."